Event description:
It was reported that lead noise was observed after performing a pc shock on the patient. During the lead revision externalized conductors were observed via fluoroscopy. The lead was capped and replaced. The patient was fine after the event.